Event description:
It was reported by the senior biomedical engineer that the hub of the arterial line was broken of the intra-aortic balloon (iab). A new pressure line was connected. The iab was placed in cath lab, another arterial pressure line was used. There was no report of patient injury or consequence.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint that the "a-line hub was broken" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the senior biomedical engineer that the hub of the arterial line was broken of the intra-aortic balloon (iab). A new pressure line was connected. The iab was placed in cath lab, another arterial pressure line was used. There was no report of patient injury or consequence.